Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) helped with the sciatic/ buttock pain for the first two months and then suddenly quit helping. The patient met with manufacturing representatives (reps) several times; however, they could not do anything. Indication for use included non-malignant pain. Follow-up was performed to determine what led to this event and what steps were taken to resolve the reported event. This event will be updated if additional information is received.